Manufacturer narrative:
The customer's complaint that the locking tabs on the autopulse platform (sn (B)(6) where the lifeband connects have snapped off, which prevents the bands from being properly attached to the unit was confirmed during visual inspection. The locking tab slots on the bottom enclosure were snapped off. As a result, when the lifeband cover plate was inserted, the lifeband did not latch correctly onto the bottom enclosure and was able to be removed easily. The observed physical damage appeared to be due to wear and tear, likely attributed to the device's aging. The device life expectancy is 5 years. The autopulse platform was manufactured in march 2017 and is 9 years old. The bottom enclosure was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
The customer reported the locking tabs on the autopulse platform (sn (B)(6) where the lifeband connects have snapped off. The broken tabs are preventing the bands from being properly attached to the unit, making it unusable. The unit was found damaged during routine daily checks. No patient involvement.